Manufacturer narrative:
Concomitant: boston scientific inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed and the balloon was attempted to be inflated with water using a ds-60cc syringe. The balloon could not be inflated and a steady stream of water was seen leaking from two (2) cracks in the catheter. A visual examination of the catheter was performed and two (2) cracks were observed approximately 170 cm and 179.2 cm from the distal end. There were several kinks observed in the catheter approximately 11.5 cm, 38 cm and 226.5 cm from the distal end. A visual examination of the balloon showed a kink in the purple tubing inside the balloon near the distal end. A ring gauge test was performed to test the distal balloon joint and the catheter balloon joint using a ring gauge. The ring gauge passed over both the balloon joints with little resistance, meeting the specification for the joint size. It was also observed that the blue flow control switch at the proximal end of the device was missing and was not included in the return. The stylet wire pre-loaded into this device was also not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the additional information provided, the user indicated that resistance was encountered while removing the balloon from the endoscope accessory channel after inflation. The user is advised to deflate the balloon completely prior to removal from the endoscope accessory channel. The instructions for use advise the user: ¿to deflate balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically. Remove deflated balloon from accessory channel.¿ failure to fully deflate the balloon can lead to difficulty in removal from the endoscope and damage to the device. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The device was used for dilation of large intestine. Though attempting to remove the device from endoscope after inflating the balloon for dilation of the large intestine, the device would not be removed. Therefore, the user removed the endoscope from the patient with the device still inserted, then noted a kink in the sheath near balloon material. Another device was used instead and the procedure was completed with the replacement device.there have been no adverse effects to the patient reported. The device was evaluated on 08/21/2017. It was found to have a cracked catheter.